Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician observed the lcd display was not working and the pressure was uneven . The device's lcd screen, lcd backlight cable, and sensor board were replaced to address the issues.